Event description:
It was reported that during the transapical deployment of a 23mm sapien valve, the valve was deployed too aortic. A second 23mm sapien valve was implanted due to paravalvular leak.

Event description:
Through additional investigation of this event, clarification for the case was received from the edwards clinical specialist. Per the report, the 26mm sapien transcatheter heart valve was delivered via transfemoral approach. The valve was deployed in standard fashion, however valve position after deployment was too aortic (80:20) causing severe paravalvular leak (pvl). A 2nd valve was deployed 50:50 within the annulus reducing the pvl to trace. The sinotubular junction (stj) for this patient was within normal limits for placing the sapien valve. The stj did not play a part in deploying the sapien valve. During deployment the imaging angle was noted as good. The severe aortic valve calcification might have caused or contributed to the movement of the first valve 80:20.

Manufacturer narrative:
The event was revised per new information and clarification received for this event. Additional information was added per new information received. The devices remain implanted in the patient. The device history record (DHR) reviews of the effected valves show the devices met specifications prior to distribution of the devices. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, and paravalvular leak are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient factors appear to have contributed to the event. The post deployment position of the valve and resulting pvl was likely related to the severely calcified native aortic valve and has not been attributed to valve malfunction. No further actions are possible at this time.

Manufacturer narrative:
There are two possible sapien valves involved in this event (serial no. (B)(4) and (B)(4)). Investigation of this event is ongoing.